Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Tandem technical support performed a system check on the pump and determined that touchscreen was functioning as intended. In addition, it was reported that the pump reset unexpectedly. Subsequently, the date and time became inaccurate. Customer corrected time and date to resolve the issue. The customer¿s blood glucose level was 158 mg/dl.